Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of swelling was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. There was a large cut/damage in the pump bulb; a large hole was present that was result of sharp instrument damage. Pump was not functional test due to a large hole. The ams 700 flat reservoir was visually inspected. There was a large cut/damage in the reservoir shell; a large hole was present that was result of sharp instrument damage. The ams 700 ipp cylinders were visually inspected. Both cylinders had a large cut in the cylinder body. Both cylinders had a large hole that was result of sharp instrument damage. Both cylinders had wear at fold in cylinder body. Due to these damages being consistent with explant damage product analysis considered them secondary failures. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) cylinders due to left hydrocele.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of swelling was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. There was a large cut/damage in the pump bulb; a large hole was present that was result of sharp instrument damage. Pump was not functional test due to a large hole. The ams 700 flat reservoir was visually inspected. There was a large cut/damage in the reservoir shell; a large hole was present that was result of sharp instrument damage. The ams700 ipp cylinders were visually inspected. Both cylinders had a large cut in the cylinder body. Both cylinders had a large hole that was result of sharp instrument damage. Both cylinders had wear at fold in cylinder body. Due to these damages being consistent with explant damage product analysis considered them secondary failures. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) cylinders due to left hydrocele.